Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. Refer to MFR report number 2015691-2024-08967 for re-do avr procedure information involving this patient.

Event description:
It was learned through medical records that a 29mm 7300tfx mitral valve was explanted after an implant duration of 3 years, 4 months due to calcification with severe regurgitation and severe stenosis with healed endocarditis. The patient presented with shortness of breath and respiratory distress. The explanted device was replaced with a 29mm non-edwards device. The patient expired during the procedure. Per medical records, patient underwent triple valve replacement with aortic dissection repair, hemiarch replacement. Intraoperatively, aortic dissection was noted to the proximal aorta, and thrombus in the false lumen. The aorta was transected completely and a hemashield graft was sewn in. The aortic valve was carefully explanted and there was perforation noted in the annulus into the roof of the left atrium. Using a transseptal approach, the mitral valve was explanted and replaced with a non-ew porcine valve. The aortic and mitral prostheses were noted to be severely calcified. Tvr was also performed. A 21mm 11500a aortic valve was sutured and secured with cor-knots. Both coronaries were patent. Upon rewarming, several tears were noted in the very friable right lung. Multiple sutures were applied to repair. The bleeding and tearing resulted in severe hemoptysis in the et tube and ultimately exsanguination. Patient was maxed out on pressors and methylene blue with no improvement. The patient then expired. Per pathology report, the explanted mitral valve had a moderate amount of friable, yellow material is present on each attached cusp. Evidence of endocarditis was also noted. The diagnosis was extensively calcified valve tissue and acute inflammation and necrotic debris.

Manufacturer narrative:
H11: additional manufacturer narrative: svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. There is no allegation of a malfunction which could be related to a manufacturing non-conformance and/or one was not suspected or confirmed through investigation; no labeling non-conformance/deficiency; no use-related issue with a hazardous situation; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error. The most likely cause is patient factors, including chronic kidney disease and renal failure. Intermediate/late onset endocarditis (i.e. Greater than 60 days post-implant) occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the patients body and is not in any way related to the sterilization or packaging process of the device. The microorganism for intermediate/late onset prosthetic device endocarditis may be due to hospital-acquired infections of lower pathogenicity or community-acquired infections. Common sources of endocarditis include dental, surgical, or endoscopic procedures; IV drug abuse; or recurrent endocarditis. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely cause is patient factors. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event.